Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed the patient¿s pacemaker was under-sensing on the ventricular channel which caused the atrial channel to over-sense r-waves and inappropriate mode switch. The pacemaker also exhibited functional loss of capture. No intervention was performed. The patient was stable.